Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative waited for the surgeons to take their final images. Waited until after all the screws were place to see how the c-arm images looked. Both l3 and l4 were accurate. Straight down the pedicle. L5 was inaccurate and they had to re-do, l5 was the level the surgeon decided not to use navigation on. 34 flouro images were taken. Activated 3-4 ap images and 3-4 lateral images. System check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative performed a navigation - (B)(4) 2015 software investigation completed. Findings are that there was not a failure. The screws placed with navigation were accurate. The inaccuracy occurred on the screw placed without navigation. Software is functioning as designed. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using fluoronav and placed the screws at l3 with no issues. When the surgeon moved to l4, it was alleged that the software was inaccurate. The surgeon placed screws in l5 without navigation. A computed tomography (CT) will be used to confirm accuracy of screw placements. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy.